Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. Air was observed in the reservoir, and, although air in the reservoir may interrupt the delivery of insulin by the pod dependent on the positioning of the device, it could not conclusively be determined as a cause for the event. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that his blood glucose reached 297mg/dl while wearing the pod between 4 and 24 hours. He stated that the cannula looks bent. The patient's blood glucose and insulin history is as follows: time: 7:42pm, bg(mg/dl): 260, bolus(u): 5.35. 9:06pm, 297, -.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found.